Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artey. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres for 30 seconds. The device was completely removed without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after procedure.